Event description:
It was reported post-operatively by x-ray that an ozark self tapping variable screw was fractured. Revision surgery has not been scheduled or performed at this time.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. Initial surgery was performed on (B)(6) 2021 and revision surgery has not been performed to date. Pre-op and post-op x-rays were reviewed and the following was noted. 2 weeks post-op x-ray shows caudal screws to be at a higher degree of angulation with respect to the plate than cranial screws. Caudal screws may be over angulated and/or not completely seated in the plate. At 2 months post-op, slight subsidence can be noted by the shift (decrease) in caudal screw angulation with respect to the plate. At 6 months post-op, it appears that the interior endplate at c5 may not have fused and that there is possible pseudo at inferior endplate of c6. Additionally, cranial screw fracture is observed at c5. The ozark surgical technique and device IFU were reviewed: " the screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2º and variable screws can be inserted ±15º, in any direction relative to the neutral angle of the screw hole.¿ device IFU states that "internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen." Since the device was not returned, an exact cause of the reported event could not be determined. Multiple factors may have contributed to reported event. 2 weeks post-op x-rays indicate caudal screws may have been over angulated. 6 month post-op x-ray shows signs of potential pseudo and/or non-fusion.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported post-operatively by x-ray that an ozark self tapping variable screw was fractured. Revision surgery has not been scheduled or performed at this time.